Event description:
According to the complainant, during procedure prepping, the prolieve system foley anchoring balloon appeared to leak. The physician successfully completed the procedure with another prolieve thermodilatation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. Device discarded.